Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. The patient was hospitalized for the event. At the time of this report, the patient remained hospitalized and has not recovered from the event. Pd therapy was continued during the treatment. No additional information is available.

Manufacturer narrative:
The event was reported to have occurred on an unreported date in aug 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that pd therapy was withdrawn at the time of this report. Should additional relevant information become available, a supplemental report will be submitted.